Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative:  the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the quick coupling device had vibration. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to environmental conditions. (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the quick coupling device had component damage, vibration, the knob seal was incorrect, corrosion/rusting/pitting, and a worn bearing. It was further determined that the device failed pretest for check for untrue running and check clamping range. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.